Manufacturer narrative:
Multiple lot numbers "multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot #: 7153850, expiration date: 05/31/2018, manufacture date: 06/02/2017. Medical device lot #: 7222663, expiration date: 07/31/2018, manufacture date: 08/10/2017. Medical device lot #: 7061923, expiration date: 02/28/2018, manufacture date: 03/02/2017. Medical device lot #: 7129912, expiration date: 04/30/2018, manufacture date: 05/09/2017. Medical device lot #: 7172561, expiration date: 06/30/2018, manufacture date: 06/21/2017." Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lots and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had gel migration concerns.